Event description:
Patient was in for an ercp (endoscopic retrograde cholangiopancreatography) with laser lithotripsy. Upon completion of procedure when scope was withdrawn, distal end attachment was noted to be missing from scope. Doctor and anesthesia aware. Patient transferred to recovery care area. Patient remained drowsy for extended length of time due to anesthesia for long procedure. About 45 minutes after arriving to recovery, still drowsy, patient coughed up distal end attachment, patient¿s family member discovered and brought to nurse¿s attention. Md made aware.